Event description:
During a colonoscopy/polypectomy procedure, a disposable polypectomy snare (as-1) was being used to remove a polyp. During cauterization, the snare became adhered to the polyp and could not be removed. The pt was taken to a hosp where the patient underwent abdominal surgery for removal of the snare and polyp. After the surgery, the patient's condition was listed as stable.